Event description:
On (B)(6) 2021, customer initially reported receiving a "start new sensor" message on the adc freestyle libre 2 sensor and was supplied an e-voucher to get a replacement at the pharmacy. On the same day, customer called to report they did not receive the replacement, due to voucher was unable to push through, and was therefore unable to monitor their glucose levels. Customer experienced symptoms of hypoglycemia described as "hard to wake up", very weak, tired and a loss of consciousness. A reading of 28 mg/dl was obtained on an unspecified meter. Customer self-treated by eating a lollipop and was provided food by her daughter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer initially reported receiving a "start new sensor" message on the adc freestyle libre 2 sensor and was supplied an e-voucher to get a replacement at the pharmacy. On the same day, customer called to report they did not receive the replacement, due to voucher was unable to push through, and was therefore unable to monitor their glucose levels. Customer experienced symptoms of hypoglycemia described as "hard to wake up", very weak, tired and a loss of consciousness. A reading of 28 mg/dl was obtained on an unspecified meter. Customer self-treated by eating a lollipop and was provided food by her daughter. There was no report of death or permanent injury associated with this event.